Manufacturer narrative:
Information references the main component of the system.

Event description:
A manufacturing representative (rep) reported that when a patient is "wanded" at the airport they experience a shocking or surging. They also stated the patient experiences uncomfortable stimulation. The patient is requesting something in writing stating how the wanding will effect the patient's stimulation. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported that the patient has a job that required they go through security every day. They were holding the wand over the patient's battery and the patient could feel it. They physician received the information that was previously requested and passed it along to the patient. They stated, it has not been a problem since.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.